Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the sponge was out of the device, and the dimensions of the sponge were smaller than specified. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from the minicap. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.